Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the remote monitor was no longer receiving power. Various outlets in the home were tried but the situation was not resolved. The monitor was replaced. No patient complications have been reported as a result of this event.